Event description:
It is reported by customer's mother that the insulin pump is stuck in a rewind loop. The blood glucose reading is 75 mg/dl. Customer stated the insulin pump had physical damage. Customer stated that the drive support cap is loose and he has pushed it back in. Advised customer not to manipulate or push the drive support cap while connected. Advised the customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unable to prime during prime test due to protruded/loose drive support disk.